Event description:
It was reported that an ilet user experienced a low glucose alert shortly after initial pump start, with the pump issuing low-glucose alarms and delivering correction leading to a downward glucose trend; the user confirmed low alerts, ingested food to treat, and subsequently reported stabilized glucose, while also receiving education on meal announcements, treating lows and highs, pausing the pump, and supply changes. Investigation of this case revealed user-related factors during early learning phase and no confirmed device malfunction. Symptoms included hypoglycemia. Outcomes included no injury, no emergency treatment, and resolution after self-treatment. Investigation included customer interview and review of device use and training materials. It was concluded that, based on previously established findings for similar reports, the event was consistent with expected glycemic variability during system adaptation and that user education addressed the issue. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.